Event description:
During meter/lab comparison study with pt samples, the meter generated several results that did not match the lab (with a degree of error that was >30%). Treatment received, if any, was not specified.